Event description:
It was reported to boston scientific corp on 9/18/08, that a corflow cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, approx 10 days after the initial placement, the locking adapter of the button cracked. The procedure was completed with another device (product and MFR unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. The device has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.